Event description:
Further information identified that the issue has been resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision on (B)(6) 2019 in which the physician moved the patient's ipg to a new location. Effective therapy was restored post operation.

Event description:
Follow up provided additional patient information.